Event description:
It was reported that an MRI technician was confused looking at the manufacturer¿s professional website regarding certain MRI products and the overview. It was noted that a small amount of text implied that one of the devices was eligible for head only MRI. The manufacturer¿s representative (rep) was shown to follow the link and use official guidelines. It was noted that all of the product pages were checked, and this was the only instance with one item where the error occurred, and was going to be fixed as soon as possible.

Manufacturer narrative:
(B)(4).